Event description:
On (B)(6) 2017, a 23mm trifecta valve was implanted. On (B)(6) 2017, the patient family reported the patient's death following receipt of the valve registration card. No additional information is available and the cause of death remains unknown. Multiple attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.